Manufacturer narrative:
(B)(4). The rt205 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the expiratory tube of the complaint rt205 adult inspiratory heated breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected for missing spindle. Results: the water trap spindle and spring were missing from the breathing circuit water trap, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100908. Conclusion: the rt205 breathing circuit features a water trap. The water trap has a bowl which can be removed to drain condensate from the breathing circuit and a spindle which closes off the circuit when the water trap bowl is removed. The spindle and spring were not assembled to the water trap lid of the complaint rt205 breathing circuit. Each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted water trap spindle and spring. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the spindle was missing from the water trap of an rt205 adult inspiratory heated breathing circuit. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt205 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt205 adult inspiratory heated breathing circuit has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the spindle was missing from the water trap of an rt205 adult inspiratory heated breathing circuit. This was noticed prior to patient use. No patient consequence was reported.